Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient experienced low blood glucose and was hospitalized last (B)(6) 2015. Customer stated that patient was running low and was disconnected from the insulin pump. Patient woke up with police and paramedics present and realized that his insulin pump had been stolen. Patient's blood glucose was 29 mg/dl. Patient was not in a vehicular accident. Patient stated that he travelled 30 miles on his bicycle and did not have enough food and passed out. Troubleshooting was done. The customer was advised that a loaner insulin pump would be sent. No further information provided.